Manufacturer narrative:
Per tr 0150, following is the calculation of the imprecision criteria; mean of the replicates reported in complaint for the inratio = 3.4 standard devication for the replicated = 1.82 %cv = sd/mean 100= 53.5% this value is more than 20%, which mean the criterion is not met therefore further testing is required at this time.

Event description:
The suspect meter exhibited poor precision results. The following results were repoted by the patient inratio nom 2.5 wed 2.3 fri 5.4 repeat 1.5 technical support requested a repeat test. The results was 5.3upon further discussion with the patient, it was discovered that thepatient used the same finger site for the repeat test and encountered problems getting a good sample size. The patient stated that her inr tends to fluctuate and she requires frequent dose adjustments. Patient satisfied with product performance. No further follow up required at this time.

Event description:
The suspect meter exhibited poor precision results. The following results were reported by the pt: inratio, mon 2.5, wed 2.3, fri 5.4, repeat 1.5. Technical support requested a repeat test. The result was 5.3. Upon further discussion with the pt, it was discovered that the pt used the same finger site for the repeat test and encountered problems getting a good sample size. The pt stated that her inr tends to fluctuate and she requires frequent dose adjustments. Pt satisfied with product performance. No further follow up required at this time.